Event description:
As reported by the user facility: under infusion, no patient injury, sodium chloride was infusing, 1050ml to infuse in 2 hours, rate at 525ml/hr after 1 hour only 200-300ml was out of bag (should have been 525ml). Pump powered with battery only at the time. Pump taken to biomed, pump programmed same way and correct amount of solution infused in correct time. Pump also infused on battery while in biomed. (B)(4).